Event description:
Attached is a copy of a letter received by alimed on (B)(6), 2011 as an attachment to an e-mail. As of (B)(6) 2012, attempts to obtain additional information from the initial informant have not been successful. The initial informant has indicated she will provide answers to questions submitted to her, if she is authorized to respond, and when she can get other paper completed.